Manufacturer narrative:
(B)(4) - device 1 of 3. E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that patient faced 3 infusion sets tubing detachment. Insertion site was thigh. Location of detachment at cannula. Infusion set had been used for 1-2 days. No further information available.